Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an anterior repair, transvaginal urethral sling and posterior repair or posterior perineorrhaphy procedures performed on (B)(6) 2016 to treat a patient with cystocele, rectocele and urinary incontinence because of urethral hypermobility. The patient was placed with a bladder catheter and weighted speculum was placed into the vagina following adequate visualization of the anterior vaginal wall. An allis clamp was placed 1 cm proximal to the urethra along the midline of the anterior vagina and two more allis clamps on the cervix and with the metzenbaum scissors used for dissecting the vaginal mucosa off the underlying tissue anteriorly. Once adequate mobility of the vaginal mucosa was achieved, a small vertical incision was made with metzenbaum scissors in the midline perpendicular to the initial incision at the cervix. The scissors were then carefully placed beneath the more superficial layer possible in the anterior vaginal wall mucosa and was advanced with gentle pressure for 2 to 3 cm. The scissors were spread slightly and the blade was withdrawn out, thereby assisting in the dissection of the vaginal mucosa from the underlying tissues. The path of the scissors was incised extending the vertical incision. This process was repeated onto the level of the allis clamp until proximal to the urethra was reached. Additional allis clamp was placed on the mucosal edge to assist in retraction. Once completed, further dissection of the mucosa from the underlying tissue was performed bilaterally until the mucosa had been dissected up from the territory of the bladder. Then a plication of the vaginal muscularis and adventitia was then performed using eight sutures. At this time, they proceeded for transvaginal urethral sling with minimal dissection lateral to the mid urethra between the vaginal mucosa and the pubocervical fascia that was performed bilateral with metzenbaum scissors. The physician then inserted the trocar into the tract lateral to the urethra that was dissected out with metzenbaum scissors and the physician passed the trocar behind the pubic bone. The deviation of the trocar was 45-degrees angle and medially. The tip of the trocar with the mesh was anchored to the urogenital diaphragm. The same was done on the contralateral side to ensure that the sling did not complete the urethra while the patient was at rest. The physician then inserted kelly clamps between the sling and the urethra. The vaginal mucosa was then closed in hemostatic way with horizontal mattress configuration to about an inch away from the mesh using 2-0 vicryl. The redundant vaginal mucosa was trimmed and excessive reduction of the vaginal diameter was avoided. The vaginal incision was closed with 2-0 vicryl in a running manner. As for the posterior repair, a triangular sharp incision was made into the perineal skin with the base of the triangle at the hymen. The skin was dissected away from the perineal body. The vaginal epithelium was opened in the midline, extending the incision in an area superior to the defect. The posterior vaginal epithelium was dissected bilaterally away from the underlying fibromuscular layer until the elevator muscles were reached on the lateral margin. Careful dissection was performed avoiding injury ot the rectum especially in the area close to the perineal body. The posterior vaginal wall was plicated in the midline with interrupted vertical placed lateral sutures incorporating the fibromuscular fascia. The posterior vaginal wall plication began proximally and progressed towards the hymenal ring. A rectal exam was performed in order to ensure that there were no areas of weakness that required future stitch and to check for any evidence of rectal injury or suture in the rectal mucosa. The vaginal epithelium was closed with running #0 vicryl suture and the caliber of the vagina at the conclusion of the vaginal reconstruction was three fingerbreadths. A vaginal packing was placed into the vagina. The patient tolerated the procedure well. The patient was awakened and taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.